Event description:
It was reported that during a percutaneous coronary angioplasty (pta) procedure, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderate tortuous and calcified unknown vessel. During the 1st inflation, it was noted that a balloon rupture occurred within rated burst pressure (rbp). The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient's condition listed as "good".